Manufacturer narrative:
The information contained in section was supplied by the user facility. Puritan-bennett was not authorized to either evaluate or repair the device.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The pt was not harmed or injured as a result of the event. The hospital's biomed verified the malfunction. The biomed inspected the device and replaced the oxygen flow sensor. The unit passed extended self testing.